Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported the patient¿s healthcare professional (hcp) programmed the patient and gave them some confusing instructions. The instructions state there are two programs for each lead: left/right stn1 and left/right stn2. According to the instructions, left stn1 is at 2.8v and right stn1 is at 3.1 v. Left stn2 is 1.8 v and right stn2 is 1.7 v. The stn2 program is supposed to be for dyskinesia and the stn1 program is for slowness, freezing, stiffness, and dystonia. The patient has the option to adjust stimulation ¿2 clicks up or down¿ in each program. The only program that was found was stn1, and the voltages were reversed from what was written down: right stn1 at 2.8 v and left stn1 at 3.1 v. There was no second set of programs. The stn1 program was in group d and there was nothing in group c. The patient was previously on group a and b: one was used for day and the other at night. The patient tries to turn ins off at night to conserve battery. It was noted that the hcp had the instructions reversed for stn1 and it was probably a typo. The patient was experiencing leg stiffness the day before this report. The stimulation was increased to 3.2 v at the time of this report. It was noted the patient would follow-up with the hcp about the settings and instructions. The ins battery level was at 2.77v. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp called the patient and resolved the issue. There was a miscommunication, and there was no error in actuality.